Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No alarm was noted and the insulin pump passed the self test.

Event description:
Customer reported, the insulin pump alarmed iop test failure at 10:01 am. Customer's blood glucose was 160 mg/dl. Customer stated the device did not alarm did not occur during the rewind or prime sequence. Customer was advised to clear the alarm and disconnect from the device. Customer was advised to repeat rewind process again since alarm was occurring during this process. Device did not alarm. Normal bolus was programmed into the air and it delivered successfully, amount was recorded in bolus history. A temporary basal was not programmed before the alarm occurring. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.